Event description:
Patient was treated with collagen in 2000. Patient had several episodes of facial swelling starting in 2000. Pt did not feel swelling was related to collagen implant and did not report swelling to collagen treating physician until december 2000. Physician is not convinced swelling is from collagen. Pt was treated by family physician and an allergist with oral antihistamines and with intramuscular steroids. Effectiveness of treatments was marginal. Physician palpated what he felt was "residual product" at one of the injection sites.